Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 556 mg/dl. Customer declined to troubleshoot for the high blood glucose value. Customer stated insulin pump received motor error and no delivery alarm and resolved by complete set change. Customer was able to clear and able to rewind the insulin pump. The insulin pump will be returned for analysis.